Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06877. It was reported that the rotawire became fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and rotawire were selected for use. During the procedure, the rotaburr was advanced and ablation was performed 5 times at 180,000rpm. However, it was noted that the rotawire became trapped and became detached after it was pulled out. A portion of the detached rotawire was retrieved with a snare; however a piece remained in the patient's aorta. An unspecified stent was placed from the proximal to the mid rca and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed the device came inside a rotablator. Part of the rotawire is coming out from the back end of the secondary device (approximately 24.5 cm) and another section is coming out from the front side of the rotablator (approximately 112 cm), after its burr. The device is broken approximately at 317cm from its proximal end. The distal section of the device was not returned. The device presents a number of kinks along its body as well. Dimensional inspection of the overall length and the outer diameter (od) couldn't be performed because of the condition of the device. The od of the middle and proximal section of the device were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06877. It was reported that the rotawire became fractured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, the rotaburr was advanced and ablation was performed 5 times at 180,000rpm. However, it was noted that the rotawire became trapped and became detached after it was pulled out. A portion of the detached rotawire was retrieved with a snare; however a piece remained in the patient's aorta. An unspecified stent was placed from the proximal to the mid rca and the procedure was completed. No further patient complications were reported.